Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for post cardiac catheterization for fluid overload. The patient experienced fatigue and shortness of breath. The patient had a right heart catheterization with optimization and was found to have aortic insufficiency (ai). The speed was increased. The ai improved per transesophageal echography the following days. The patient was discharged on (B)(6) 2022 and the symptoms have resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of aortic insufficiency could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the lvad will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.